Event description:
It was reported that a user on day two of ilet use contacted support for hyperglycemia, with a blood glucose of 307 mg/dl that decreased to 297 mg/dl during the interaction; the user reported no unannounced meals, no alerts or alarms, and ongoing insulin delivery. Symptoms included elevated blood glucose. Outcomes included completion of troubleshooting and education with a plan for follow-up to confirm return to range. Investigation included review of reported device performance and user-reported history. Investigation of this case revealed no evidence of device alarms or interruptions in insulin delivery, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.